Event description:
The tech alleged the side rail was unable to raise and latch. No pt impact.

Manufacturer narrative:
The tech found a damaged d pin in the side rail mounting assembly. The tech replaced the d pin in the side rail mounting assembly to resolve the issue.